Event description:
Post vacuum assisted infant delivery complicated by shoulder dystocia of the infant and morbid obesity of the mother, a repair of the rml episiotomy was undertaken. Post-delivery, it was determined via x-ray that a suture needle was embedded in the bulbocavernosus muscle. The pt was taken to the operating room where the needle was removed under local anesthesia.